Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.